Event description:
It was reported that the patient experienced elevated blood glucose levels after disconnecting from the device. The patient had run out of insulin and administered an outside insulin injection, then disconnected from the device and did not reconnect after changing supplies. As a result, the system also lost connection with the sensor. The patient later reconnected to the device and resumed insulin delivery. Guidance was provided on switching between sensor types and reentering the sensor code. The patient¿s highest blood glucose level during the event was 258 mg/dl, and levels remained elevated for approximately six hours. The patient used backup therapy in the form of an outside insulin injection and reported trace ketones, which were managed according to their ketone action plan. No professional medical intervention, additional assistance, or immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.